Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, allowing the customer to continue using the pump with instructions to call back if any issues arise again.